Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 455 mg/dl. Customer stated that insulin pump was showing that her bolus was not delivered but her blood glucose came down from 455 mg/dl to 267 mg/dl. It was unknown that how the customer treated for high blood glucose. It was unknown that customer using auto mode feature active at the time of event. The customer declined to troubleshoot for the high blood glucose incident. Customer stated that insulin pump had blank screen. The insulin pump will not be returned for analysis.